Manufacturer narrative:
Manufacturing review: a device history record review could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. After sometimes post deployment, patient presented with the complaints of left lower rib pain and back pain. Educated chest wall exercises. After one year and nine months, a computed tomography of abdomen and pelvis was performed for abdominal pain. The study showed that inferior vena cava filter was noted within the infra renal inferior vena cava. After one year and five months, a computed tomography angiogram of abdominal aorta was performed which showed inferior vena cavoatrial filter was noted. After four months, patient presented with the complaints of abdominal pain radiating to back. A computed tomography of abdomen and pelvis was performed which showed large perinephric hematoma. Inferior vena cava filter was noted. A computed tomography angiogram of abdomen was performed which showed inferior vena cava filter was noted in appropriate location. After two years and six months, an x-ray abdomen was performed which showed inferior vena cava filter was noted. After five days, a computed tomography of abdomen and pelvis was performed which showed inferior vena cava filter was noted within the inferior vena cava. After two years and three months, a computed tomography of abdomen was performed for filter evaluation. The study showed that infra renal inferior vena cava filter was noted which was slightly tilted at the apex of the filter was still within the inferior vena cava lumen but does not abut the inferior vena cava wall. There was an extension of proximal end of the right anterolateral strut at 11 o¿clock position into the right gonadal vein. A posterior strut at 6 o¿clock position penetrates by 8 mm into anterior cortex of the l3 vertebral body with surrounding cortical lucency. A left posterolateral strut penetrates extraluminally at 5 o¿clock position into the right lateral aspect of the abdominal aorta. The distal end of the strut penetrates into the abdominal aorta. One of the left anterolateral struts at 1 o¿clock position perforates extraluminally by 9 mm, without invasion into the adjacent duodenum. There are at least 4 other struts which penetrate extraluminally into the adjacent paracaval fat less than 5 mm. There was no fracture of the struts. After three months, patient presented with the complaints of abdominal pain. Outside computed tomography of abdomen study showed that filter strut perforated the vena cava wall. Patient was planned to remove the filter. Therefore, the investigation is confirmed for the alleged filter tilt and perforation of the inferior vena cava. Based on the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter tilted and struts perforated into organs. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.